Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device did not meet labeled longevity based on calculations performed using device data and the rate of battery discharge was irregular. The device case was opened to facilitate analysis of internal components. Testing of the battery identified that one of the three battery cells was significantly depleted. Comprehensive analysis of the depleted cell identified an internal short which resulted in the observed battery depletion.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have declared elective replacement indicator (eri) earlier than expected; tones were also reported from the device. Disk analysis was performed and an alert identified from approximately 2 years prior indicating an unexpected drop in battery voltage; the alert was cleared shortly thereafter and no subsequent alerts were triggered as device voltage did not drop low enough though evidence of increased power consumption remained. Boston scientific technical services (ts) advised device replacement as soon as possible to assure therapy remained available to the patient. No adverse patient effects were reported. This system remains in service.